Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the nurse received the replacement product related to patient reference (B)(6) and noted that once again the wire has escaped the set. The customer is concerned that the sterility has been compromised. The customer noted that no procedure was performed. The device was received as stock for the shelf, and this was when the charge nurse noted the wire was out of the main guide wire housing ring.

Manufacturer narrative:
Device was returned in a sealed package. Complaint was initially determined to be a reportable device malfunction based on the inability to assure sterility of the device. There is no evidence to suggest that the failure mode wire guide coming out of its holder would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury or patient death. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. H1: our system requires this field to be populated and still reflects "malfunction" there was no reportable device malfunction. See note above. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.